Event description:
It was reported by the aci sales professional that an (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f terumo sheath. A pre-procedure femoral angiogram showed the vessel size to be 5.5mm. Peri-procedure, the patient was anti-coagulated with angiomax, plavix and aspirin. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the mynxgrip device was deployed, a hematoma was noticed immediately and quickly grew to 4cm x 4cm in size. It was noted that the patient's bleeding was initially difficult to control. The patient was converted to manual compression and a femostop was placed for 2 hours to achieve hemostasis. The patient was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure and was discharged on (B)(6) 2013.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1317803) indicated that the device lot met all established performance criteria prior to shipment.